Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor had to re-deploy device several times due to higher thresholds. The doctor took the leadless implantable pulse generator (ipg) out of body and saw a big clot. The device was re-deployed with still same numbers. The device was attempted and replaced. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor had to re-deploy device several times due to higher thresholds. The doctor took the leadless implantable pulse generator (ipg) out of body and saw a big clot. The device was re-deployed with still same numbers. The device was attempted and replaced. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.